Manufacturer narrative:
Section d1: brand name corrected. Section d4: primary UDI corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed by review of the submitted log files. However, the reported event of the mpu no longer working could not be confirmed, as the unit has not returned for evaluation. Beginning at 23:11:16 on (B)(6) 2025, the relative state of charge (rsoc) and voltage of both power cables began to simultaneously decrease while the controller was connected to the mpu. A pump stop was also observed at this timestamp. The backup battery of the controller appeared to activate as expected. However, the pump did not restart due to the only working connected power source being the system controller's backup battery; this is an intended feature of the system¿s design. As the rsoc values reached ~0v, a no external power alarm activated at 23:11:21 on (B)(6) 2025. The no external power alarm resolved at 23:12:13 on (B)(6) 2025, when the white power cable was observed to be connected to a 14v battery. Following the connection of this cable, the pump resumed operation as expected. The controller was not connected to a mobile power unit throughout the remainder of the available data. To date, the mobile power unit (serial number: (B)(6) has not returned to abbott for evaluation. Multiple attempts were made to obtain additional details related to the event and its resolution; however, the clinician declined to answer the questions. The root cause of the mobile power unit causing a no external power alarm and then no longer functioning could not be conclusively determined. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm followed by the mobile power unit (mpu) not powering on was confirmed via the submitted log files and the mpu¿s functional analysis. A review of the submitted system controller event log file captured a pump stop on 19mar2025, which appeared to be consistent with electrostatic discharge (esd); this stop will be addressed further by the pump investigation. Shortly after, the relative state of charge (rsoc) and voltage of both power cables began to simultaneously decrease while the system controller was connected to the mpu. As the rsoc values reached ~0v, a no external power alarm activated. The backup battery of the system controller appeared to activate as expected. However, the pump did not restart due to the only working connected power source being the system system controller's backup battery; this is an intended feature of the system¿s design. The no external power alarm resolved on 19mar2025 when the white power cable was observed to be connected to a 14v battery. Following the connection of this cable, the pump resumed operation as expected. The system controller was not connected to a mobile power unit throughout the remainder of the available data. There were no other notable alarms active in the log file. During the evaluation of the returned mpu, serial number (B)(6), the unit was plugged into an ac power source and the unit did not power on. The issue was isolated to the power supply printed circuit board (pcb) which was replaced. A functional test was performed, and all tests passed. The unit was returned to the customer. Visual inspection of the power supply pcb revealed no anomalies. It was found that component q1 was electrically compromised. Due to component q1 being compromised, the transformer is unable to supply power to the main pcb, which causes the mpu to be unable to supply power to the system. A root cause for the reported no external power alarm which was followed by the mpu not powering on was determined to be damage to the q1 component on the power supply pcb; although the root cause of the power supply¿s pcb damage was unable to be conclusively determined, esd may have caused the power supply pcb to become damaged, consistent with the observed pump reset followed by the observed no external power alarm in the log file. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU)section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a no external power alarm on (B)(6) 2025. The patient's mobile power unit (mpu) was no longer working since. The patient had been sleeping on battery power. It appeared that the patient had experienced an electrostatic discharge (esd) event with a pump stop for 2 seconds. Since then, the patient had not experienced any heart failure symptoms. The patient's lactate dehydrogenase (ldh) was to be tested. The patient's international normalized ratio (inr) was stable at 2.2. The log files were reviewed and showed a pump stop on (B)(6) 2025. This appeared to happen due to esd. The pump was designed to automatically reset after an esd event. The pump was off approximately 4 seconds during the event. The pump restarted as designed and functioned as intended. The log file also showed a power cable disconnect/low power hazard/no external power while connected to the mpu on (B)(6) 2025. This was caused by power to the mpu being interrupted. There was no pump interruption during these events as the ebb function as intended. The alarms resolved when connected to battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.